Event description:
It was reported that during infusion air was noted in the tubing to the pt and that sets were leaking. There was no resultant pt complication. This occurred on six sets.

Manufacturer narrative:
Manufacturer's report date 03/25/1998. The sets were received and were visually and functionally tested. The sets were found to have an incomplete solvent bond engagement at the adapter to the pvc tubing. Investigation into this issue has revealed two contributors to incomplete engagements. 1) a dimensional fit between the adapter and the tubing. 2) the assembly technique to ensure a good engagement. The following corrective actions will be implemented to address this issue: 1) manufacturing has implemented a leak test. 2) the tubing manufacturer has extruded tubing on the larger end of co specification to increase the interference of the adapter to the tubing which will increase the bond intergrity and strength. 3) all employees are aware of the issue and have been retrained. 4) the dimensions of the lower port on the adapter and the tubing. This will improve and assist the assembler in producing a better engagement.